Manufacturer narrative:
The reported event of high defibrillation lead impedance was not confirmed. As received, a complete lead with extraction stylet inserted was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. The lead impedance test could not be performed due to the lead was returned separated in two pieces consistent with procedural damage.

Event description:
Additional information was received that indicated a high defibrillation impedance was observed on the right ventricular lead.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead with extraction stylet inserted was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. The lead impedance test could not be performed due to the lead was returned separated in two pieces consistent with procedural damage.

Event description:
During a follow-up in clinic, high impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.